Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Moreover, allegation of dislodgement was not confirmed as laboratory observations and field report were insufficient to verify allegation. Also, the lead and tip appeared normal. There were no evidence of device defect, anomaly or damage was found.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.